Event description:
The gastreoenerologist deployed the hemoclip and the clip came apart. A large peice broke off and could not be retreived despite multiple attempts. No harm occurred to this patient.